Manufacturer narrative:
Analysis cannot be performed, no lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges that she experienced an eye infection which was later diagnosed as a corneal ulcer. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.

Manufacturer narrative:
Analysis cannot be performed; no lenses were returned for evaluation. Lot history and device history, sterilization records, and trend reporting reviewed, no issues were found. The association between coopervision lenses and the event is unconfirmed. Corrected data: new medical information received from the treating eye care provider. No lens product was returned for analysis but a lot number was reported and manufacturing evaluation completed.

Event description:
The patient was seen for medical treatment on (B)(6) 2017 with symptoms of pain, redness, tearing, and decreased vision. The patient was diagnosed with a 1mmx1.5mm corneal ulcer. Fluorescein staining showed the location of the ulcer to be in the inferior peripheral region, not in the central 6mm of the cornea. The patient was prescribed polytrim to be used every hour. The patient was seen for follow up on (B)(6) 2017, the polytrim was reduced to four times per day and the patient was also prescribed maxidex to be used four times per day. At a follow up appointment on (B)(6) 2017 the eye care provider indicates the incident has fully resolved.